Event description:
Burning electrical smell coming from vital signs monitor, with cracking and popping noises. Removed unit from pole to discover bottom of case turning brown. Removed unit from facility due to possible fire hazard.